Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to patient use, a crack was noted in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. No additional details were provided.

Manufacturer narrative:
The device was received on 10/31/2014. Investigation is not complete. The international affiliate was contacted for information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.